Event description:
It is reported that the patient was revised due to an unstable knee.

Manufacturer narrative:
The patient's anatomy can contribute to joint loosening if ligamentous laxity occurs which would create instability. Surgical notes and x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined at this time. : evaluation codes: dimensional analysis found the returned product to be conforming to print specifications. Visual examination shows minor wear on the condylar pads and micro motion shows minor wear on the condylar pads and micro motion on the inferior surface of the device. There are minor gouges on the superior surface of the device that could indicate particulate in between the femoral component and articular surface; however, it is unknown if this damage was caused due to particulate or caused during extraction. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.